Manufacturer narrative:
H10/11: code 10 - engineering evaluation: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the findings of the evaluation are consistent with the reported event description that the primary deployment line broke and primary deployment of the device was not able to be initiated. The risk management file was reviewed, and the associated worst-case severity of harm associated with this device failure mode is minor. The primary deployment line (pdl) was broken in the handle of the device. The pdl failure within the handle was likely the result of an additional loop around the pdl slip knot loop preventing deployment of the primary sleeve. The inability to deploy the primary sleeve was likely the result of an additional loop around the pdl slip knot loop. This is likely a manufacturing deficiency. Additionally, this process failure mode is not addressed within the risk management file (rmf), therefore a CAPA request was opened to track updates to the rmf.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented with a mycotic aneurysm in the aorta that was treated with a gore® tag® conformable thoracic stent grafts with active control system (tgm). It was stated that the after the tgm was advanced to the intended position the physician tried to initiate the primary deployment. Resistance was felt but additional force was added on the deployment handle which lead to the breakage of the deployment line. The undeployed device was removed out of the patient and a new device was used to complete the procedure with favorable results.